Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock impedance measurements. Technical services (ts) was consulted and recommended possible testing options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and a defibrillation threshold (dft) test was successfully performed. The reason for the exhibited impedance measurements was not identified. The system will continue to be monitored. No additional adverse patient effects were reported.